Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient has progressive pain in their shoulder and requires a revision surgery due to loosening of the proximal stem.

Manufacturer narrative:
An event regarding a loosening involving a mrs 25mm body x 75mm hum stem was reported. The event was confirmed. Clinician review: review of the received records with a consulting clinician concluded that no device-related factors appear to be present as based upon current information. The contributing factors to this event were deemed to be patient and procedure related. Conclusions: the event was confirmed as the patient did experience loosening of the mrs stem. Review of the received records with a consulting clinician concluded that no device-related factors appear to be present as based upon current information. The contributing factors to the event were deemed to be patient and procedure related. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient has progressive pain in their shoulder and requires a revision surgery due to loosening of the proximal stem.